Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet device, resulting in a cracked display screen, and a replacement device was shipped. Symptoms included no reported clinical effects and no glucose control issues. Outcomes included no impact on therapy and no hospitalization. Investigation included product history review and assessment of user report. Investigation of this case revealed physical damage to the display consistent with external impact, with no reported alerts or alarms and no effect on device therapy functions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.